Manufacturer narrative:
Evaluation results/conclusions: inherent risk of procedure ¿ (myocardial infarction). (B)(4).

Event description:
The previously reported 3 vessel CABG involved the lpda, lad and 1st diagonal.

Event description:
During index procedure the patient had two endeavor sprint drug eluting stents implanted - one to the 1st diagonal and one to the lad. Approximately 42 months post index procedure the patient suffered an mi related to target vessel. The mi was treated with ballooning to the rca, hospitalization and thrombolytic therapy. Investigator indicated that the reported event was not related to the study device. Nine days post mi, the patient had 3 vessel CABG involving the lima to mid lad. This event was not assessed for relatedness to study device. It is reported that the patient recovered.

Event description:
The treatment following the previousily reported mi also included a balloon pci to the r-pda. Clinical events committee adjudicated the mi as non target vessel related (previously reported as target vessel). The previousily reported CABG involved svg to the r-pda not to the l-pda as previously reported.